Manufacturer narrative:
Reported event of no ble telemetry was confirmed. The device was received from the field unable to be interrogated. Analysis performed indicated device battery voltage was at elective replacement indicator (eri) level. Device was cut open and high current drain on hybrid was noted. Further analysis was performed, and an integrated circuit anomaly was found to be the root cause of high current drain and premature battery depletion.

Event description:
It was reported that a patient's implantable cardiac monitor (icm) was unable to connect to bluetooth. The physician elected to explant and replace the icm. The patient condition was stable.